Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The device manufacturer date is unknown as the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported suction loss on male patient with an intralase patient interface (pi) after the laser fired during raster pattern on the left eye. The doctor attempted to repeat raster pattern and suction loss occurred again prior to laser firing. The procedure was aborted and doctor decided to repeat attempt of lasik flap with intralase at a later date. Patient one day post-op best corrected visual acuity (bcva) was 20/20. Two reports will be submitted one for patient interface and one for equipment. This report is for the patient interface